Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review as attempted for the subject device; however, a review could not be performed as the device is a lot-controlled item. The manufacture date of this item is 20-mar-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It has been confirmed that the part is missing and never made it to the lab for evaluation, therefore, the evaluation could be performed as the part was lost/missing. If the part becomes available, the complaint will be re-opened and part evaluated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device misplaced.

Manufacturer narrative:
Device used in a veterinary case; no patient information will be reported. Exact date of post-operative breakage is unknown, but likely occurred on (B)(6) 2015. Device is an instrument and is not implanted or explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a thin metal piece from a depth gauge handle broke off post-operatively. This report is 1 of 1 for (B)(4).